Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-2000 would not cut. A replacement unit was used to complete the procedure. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the device had no nonconformities and was very bloody. A functional test was performed on the device with a reference generator and bipolar cord. The device failed the functional test, the blade did not cut through saline-soaked gauze. Based upon this, the reported failure "wouldn't cut" was confirmed. (B)(4).